Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found in specification in relation to the reported "failed downstream occlusion test," which were verified through a review of the event history log by the presence of downstream occlusion but were not determined if the alarms were true or false. Evaluation was not reproduced during evaluation. The downstream sensor values were found to be within specification. No further action is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a downstream occlusion test. There was no patient involvement. No additional information is available